Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein one lead was explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 3006705815-2020-33157. It was reported that the patient experienced undesired nerve stimulation. Imaging revealed that one lead had migrated down alongside the right nerve root. As a result, surgical intervention may be undertaken in the future. It is unknown which lead migrated; therefore, both will be reported.